Manufacturer narrative:
Although, the used device has been returned to the MFR, it has not yet been examined, therefore, a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by hospital in another country, during a procedure in the right iliac artery, while attempting to inflate a j&j power flex 7.0mm-40mm balloon catheter, the encore inflation device failed to register an increase of pressure. The procedure was completed with another device. There was no pt injury. The used device has been returned for eval.